Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photos were available in the file. Photo one showed the back of the lens carton. The diopter 25.5 was handwritten on the box. Photo two displayed the product information end of the lens carton. Photo three was of a used cartridge, placed angled onto the anterior side with the posterior surface visible. The photo was blurry. It cannot be determined from the photo if viscoelastic was present in the cartridge. The lens was located at the nozzle entry area. The posterior side of the cartridge prior to the fill line has the appearance that the material of the cartridge has ruptured. The position of the lens and haptics cannot be determined from the photo. Photo four was very blurry. No determination can be made without the physical sample. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implantation procedure, the cartridge became obstructed, ruptured, and blocked the passage of the iol. The surgery was completed by using another lens and cartridge of same model. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Correction provided in d.4. Additional information was provided in h.3., h.6. And h.11. The product was not returned. Photos were provided. Photo three and four showed the product. Photo three was of a used cartridge, placed angled onto the anterior side with the posterior surface visible. The photo was blurry. It cannot be determined from the photo if viscoelastic was present in the cartridge. The lens was located in the cartridge tip. The posterior side of the cartridge nozzle behind the parting line has the appearance that the material of the cartridge has ruptured. The fold position of the lens and haptics cannot be determined from the photo. Photo four was very blurry. No determination can be made without the physical sample. Cartridge product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated a qualified company lens model and handpiece. A non-qualified viscoelastic was indicated. The used company cartridge was not returned. The cartridge appeared to be damaged in the provide photo. We are unable to make a determination from the photos provided. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs: company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.